Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A customer reported that during setup for surgery, the vitrectomy handpiece heated when it was connected to the console.

Manufacturer narrative:
The company service representative examined the anterior vitrectomy handpiece and determined that it was not functioning properly. The system was tested and functioned as intended. The system was then tested and met all product specifications. The anterior vitrectomy handpiece was manufactured on september 29, 2011. Based on qa assessment, the product met specifications at the time of release. The root cause cannot be determined conclusively. The manufacturer internal reference number is: (B)(4).